Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to zero voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a transmitter failed error occurred. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause could not be determined post investigation.